Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 07:00am, the patient experienced vomiting, numbness and tingling, and chest pain. The cgm reading was 60 mg/dl, but no fingerstick was taken. The patient was brought to the hospital by their parent. When a fingerstick was taken the cgm reading was 60 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated with intravenous insulin and saline. The patient was discharged the day after at around 02:00pm. The blood glucose reading was 120 mg/dl at that moment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.